Event description:
The reporter, a charge nurse reported the surgeon was using a dermatome to take a thigh graft cut went too deep and into the muscle. It left little intact patches of skin. The surgical team requested a zimmer into the room after the first dermatome had problems. The second site most likely was taken with the second dermatome that was requested. The reporter stated "this could have been for two reasons." "The scrub tech loaded the blade wrong may be upside down", "a device problem." There was a fifteen minute delay in surgery and no harm to the surgical team.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.